Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customers blood glucose level. No additional information was provided by the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.